Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type ii and non-malignant pain. It was reported that the ins was going to be replaced because it was sputtering. The rep clarified that it was not as strong. The ins revision was scheduled. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that there was no issue with this neurostimulator. The patient was implanted with two stimulators and this stimulator had no reported issues.